Event description:
Used the device for 3 days. This morning I woke up with ringing in my ears. I researched the issue. Unfortunately, I have tinnitus, a side effect caused by using this device. Please advise how to return it.